Manufacturer narrative:
Review of the most recent repair record identified no repairs related to the reported event. The reported loose screw / plate issue could not be replicated; no problem found. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
It was reported unknown timing on (B)(6) 2023 the when putting the plates on the product, they are not held well and they move, the screw may be short. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.due diligence is complete and there is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country -spain. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.